Event description:
Customer reported the monitors flicker and the workstation reboots itself. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power supply and cable. System operates as intended.